Event description:
A cracked and shattered touchscreen was reported, rendering the device's screen unresponsive and preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.